Event description:
It was reported that the patient presented to the hospital with shocks. Upon further analysis, the lead integrity alert (lia) of the right ventricular (rv) lead was triggered due to non-sustained tachycardia (nst) episodes and short interval counts (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224drg implantable cardioverter defibrillator implanted: 2011-(B)(6). (B)(4).